Manufacturer narrative:
Reported event of ¿black coating has come off.¿ is confirmed. Received one 60-5274-132 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the black sheath is not attached to the device properly. Performed a functional inspection, the black insulator sheath slides off the device. A two-year lot history review could not be completed as a lot number wasn¿t provided. A device history review could not be completed as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding (B)(6) devices, for this device family and failure mode. During this same time frame (B)(6) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. Per the instructions for use, the user is advised the following: examine the device prior to use for damage. Do not use if damage is found this issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the 60-5274-132 stealth 32 lhook device was being used during an unknown procedure on (B)(6) 2021 when it was reported that the black coating has come off. After further assessment, it was found that ¿this case was happened when do pre-operation check. Actuality it did not use for patient.¿ there was no delay to the procedure and the procedure was completed with an alternate same device. There was no report of impact or injury to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as this failure has been reported on previous injury filings.

Event description:
The conmed (B)(4) reported on behalf of the customer reported that the 60-5274-132 stealth 32 lhook device was being used during an unknown procedure on 28oct21 when it was reported that the black coating has come off. After further assessment, it was found that ¿this case was happened when do pre-operation check. Actuality it did not use for patient.¿ there was no delay to the procedure and the procedure was completed with an alternate same device. There was no report of impact or injury to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as this failure has been reported on previous injury filings.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.